Event description:
It was reported to medtronic that a visao handpiece "gets too hot". No information was provided regarding the event, context or any patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The complaint device was returned to medtronic. The handpiece would not run, therefore, the pre-temperature check could not be performed. Inspection revealed that the bearings and the nose spacer were corroded. These components were replaced and the unit was tested and met specifications.